Event description:
It was reported that the user experienced a low glucose event with a blood glucose of 62 and sought guidance on whether a dinner meal announcement should have been made; the user had been instructed by a trainer to perform fr and treated the low with oral glucose. Symptoms included hypoglycemia, with the user reporting no associated symptoms at the time. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.